Event description:
The clinician reports that the day the implant was placed in ada 9, failure occurred upon insertion. Details of surgery: ridge augmentation and immediate extraction site. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.